Event description:
The pt contacted lifescan in 2005 and alleged that her one touch profile meter was reading inaccurately erratic. The pt had received results of 9 mg/dl, and 14 mg/dl. She did not receive any medical attention or intervention. These readings are considered erroneous on its face since an individual is expected to have altered consciousness with such a low result. At the time of troubleshooting with the customer service agent, it was verified that the meter was in the right unit of measurement and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the pt did not have a check strip and her control solution had expired and therefore, quality control tests could not be performed. The pt was unable/unwilling to answer if the meter was cleaned correctly. A replacement meter was sent to the patient.